Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unspecified pump error alarm. Customer's blood glucose value was 7.4 mmol/l at the time of the incident. Customer stated they were able to clear the alarm however unable to rewind it. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind. Failure has been isolated to the motor assembly. Unable to determine e/a alarm unspecified anomaly. Device failed the self test. Unable to perform the displacement test due to no motor movement or negligible.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.